Manufacturer narrative:
Follow-up information from 11-sep-2015: after confirming with reporter, this case was identified as a duplicate to case (B)(4) and will be deleted from bayer database. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the coil broke in two. This event is non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, the device broke during essure insertion. A causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious event was reported: release disorder (interpreted as device deployment issue). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. In summary, an assessment regarding a causal relationship between a potential quality defect and an adverse event is not possible as no adverse event was reported. No further information is expected.

Event description:
This is a spontaneous case report received from a regulatory authority (case# (B)(4)) in (B)(6) on (B)(6)-2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2014 with lot number c13145. It was reported that the physician wanted to remove the device due to release disorder. The coil which have been unwinded at the distal extremity, broke in two. One piece of the coil which could not be removed neither by hysteroscopy or coelioscopy, remained in uterine horn. Clinical consequences noted: coelioscopy performed. Device not inserted. No further information was available at the time of this report. Ptc investigation result received on 14-jan-2015: batch number c13145 (production date 21-jan-2014; expiration date 31-jan-2017). (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure and detachment difficulty are anticipated events. The risk to the patient for these types of breakage events were assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this product technical complaint was initiated due to reported product technical issue (breakage). The ae case also refers to a usability issue (complicated insertion). However, at this point in time no adverse events were reported. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect and noted that the possibility of micro-insert breaking during the procedure and detachment difficulty are anticipated events. In summary, an assessment regarding a causal relationship between a potential quality defect and an adverse event is not possible as no adverse event was reported. The list of similar cases contains reports with similar events coded in (B)(4). It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(6)-2015 for the following (B)(4) preferred term: device breakage. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the coil broke in two. This event is non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, the device broke during essure insertion. A causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious event was reported: release disorder (interpreted as device deployment issue). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. In summary, an assessment regarding a causal relationship between a potential quality defect and an adverse event is not possible as no adverse event was reported. No further information is expected.